Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to exhibit premature battery depletion (pbd). A surgical intervention was done to explant and replace this device. This device is no longer in service and will not be returned for analysis as the hospital kept the device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker was suspected to exhibit premature battery depletion (pbd). A surgical intervention was done to explant and replace this device. This device is no longer in service and will not be return for analysis as the hospital kept the device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Das no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.